Manufacturer narrative:
(B)(4).

Event description:
It was reported that no high alert on mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but investigation window does not reflect the alleged device. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.